Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required treatment to prevent permanent damage. The device history record for radiesse injectable implant lot number a00028270, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No non-conformance's were noted that would have contributed to the event.

Event description:
This spontaneous report was received from a (B)(6) nurse and concerns a (B)(6) male patient. He was injected with radiesse, into the cheeks and nasolabial folds (reported as plis naso), on (B)(6) 2022. Batch number was reported as a00028270 (expiry date 07/2023). The batch record review was received and the lot number for radiesse was confirmed as a00028270 (expiry date 07/2023). A lot search in the global safety database was conducted. He was injected deep, using a 25g, 1 1/2-inch cannula. The patient had no relevant aesthetic history. The patients medical history included an allergy to camomile. Concomitant medications were reported as none. On (B)(6) 2022, right after the radiesse injection, the patient experienced that his skin became a bit whitish. After 45 minutes it seemed better. On (B)(6) 2022, the day after the injection, the patient came back and it was not whitish, but was a little red. Sterile water was injected with xylo 2%, and according to the patient there was no pain at all. On (B)(6) 2022, the patient sent a picture and said that it was better, with no pain. The reporter was not able to see as well on the picture, and asked the patient to come to the clinic. The patient was out of the city and on (B)(6) 2022, in the morning, sent a picture where the reporter saw skin damage. It was further described as a vascular occlusion on the left cheek followed by skin damage. The patient was asked to come right away to the clinic to put hyaluronidase. On (B)(6) 2022, the patient had hyaluronidase again and was still under treatment (as reported). Corrective treatment included acetylsalicylic acid (reported as asa) 80mg once a day for 7 days, keflex 500 mg three times a day for 7 days, polysporin (to apply on skin alternance with cicalfate) and tylenol 500 mg as needed. The patient was not hospitalized. The outcome of the event was reported as unknown. In the opinion of the reporter, the event was of mild intensity, not life-threatening, not permanent and related to radiesse.

Event description:
Follow-up information was received on 22-feb-2022: assessment text for the follow-up information received on (B)(6) 2022 was updated in regards to seriousness. On (B)(6) 2022, the nurse saw the patient for a last time, everything was great and all the events resolved. Due to the provided information, the outcome of the event was changed from resolving to resolved, in 2022.

Event description:
Follow up information was received on 02-feb-2022: the nurse reported that the patient needed a lot of hyaluronidase, many times. He was also given polysporine for a week and then cicalfate, twice a day. The patient was healing very well, he was still having redness, but was on the good way. The nurse was planning to evaluate, if the patient was going to need any laser, post occlusion, in 2 or 3 months. The outcome of the event was reported as and changed from unknown to resolving.